Event description:
It was reported that an unspecified sling was implanted on an unspecified date. The patient experienced recurring incontinence so an artificial urinary sphincter (aus) device was implanted. There were no device issues or malfunctions with the sling device. The patient's outcome following the surgery was good.